Event description:
A user facility reported this lma was inserted and they could hear a leak. They added air a couple of times but continued to hear the leak. This lma was removed and another was used. They found a hole in the cuff during cleaning. There was no pt injury or problem. The user facility returned the lma for eval.